Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/16/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: h3 investigation summary: one packet of product code z1043 was returned for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needle was intact and no damages, breakage on body, tip or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the diagnosis and indication for the index surgical procedure? Pyeloureteral joint syndrome please clarify what is meant by "asp"? Radiological examination of the abdomen without preparation. Please clarify what is meant by "sspi"?post-interventional care room. What instruments were used to grasp the needle?an holder coelio needle diameter 5mm and a coelio windowed pliers diam5mm. Where was the needle grasped during use? In the combination 2/3 -1/3. Does the piece/device remain retained in the patient's tissue? The customer does not know . Was any additional surgery performed to retrieve the needle or was surgical exploration done during the same procedure? Yes. If during the same procedure, how long did it take to look for the needle intra-op? 45-60 min. What is the patient current status? Well. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a right pyelo-ureteral junction cure under laparoscopic surgery on (B)(6) 2021 and suture was used. During the procedure, at the end of the anastomosis of the pyelo-ureteral junction, the needle broke intra-abdominally. The broken part of needle was visualized on the liver. When retrieving it to extract it, it had migrated into the abdomen and it was no longer visible on the screen. The broken part was not found despite careful surgical exploration, use of image intensifier and postoperative abdomen without preparation. Images of the abdomen under image intensifier was taken. On the initial images, the needle was visualized, then the surgeon washed the abdominal cavity and aspirated the washing liquid in order to be able to better visualize the place where it was located. Not finding it, the images taken under image intensifier after washing / aspiration no longer found the presence of the needle. The asp performed is normal and without the presence of a metallic foreign body intra-abdominally. No adverse patient consequences were reported. Additional information was requested.